Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had an image black. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated, and the reported issue was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a purple aperture in the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a purple aperture in the image was due to component failure of the photosensitive system of the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had an image black. There were no reports of patient harm.